Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that after charging his omnipod personal diabetes manager (pdm) during the night, he noticed the next morning his pdm no longer had power. He attempted to charge the pdm again but after 10-15 minutes of charging, he noticed the back part of the pdm was hot and producing a burning smell. The patient confirmed using the charging cable provided with the device, but that stated after he noticed the pdm would not charge or turn on, tried other charging cords. There were not any impacts to the patient's blood glucose levels reported. The patient was not physically harmed nor was medical treatment required. The pdm is being replaced.